Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that the coil could not be advanced in the catheter and its interlocking arms separated during withdrawal. The target lesion was located in the very tortuous iliac artery. A 8mmx20cm 035 interlock 2d was selected for the embolization treatment procedure. A non bsc catheter was inserted at the target lesion. During the procedure, it was noted that the coil was unable to be advanced. Upon attempt to retrieve the coil, the interlocking arms separated. The entire device was removed with the catheter. The procedure was completed with a different size interlock coil. There were no patient complications reported and the patient's condition is stable. However, device analysis revealed that the interlocking arm of the coil has broken off.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: only the coil was returned for analysis. The fiber bundles were covered in blood. The coil was found to be stretched. A microscopic examination showed that the interlocking arm of the main coil was broken off from the coil and not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu gives instructions to use an imager ii selective diagnostic catheter in conjunction with the 035 coil and to maintain continuous flush. (B)(4).